Manufacturer narrative:
The lot number provided by the customer (lot 150927) did not match any in the records and no investigation was possible. No sample was returned for further testing, and no additional information was provided. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results.

Event description:
A (B)(6) ab result was reported on a sample (unknown type) tested with the alere determine hiv 1/2 ag/ab combo. Date of event was not provided. The patient was confirmed (B)(6) by an unknown method. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).